Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) due to increased return of incontinence when coughing or picking up heavy objects requiring pads. The 4.5cm aus cuff, pump, and balloon was explanted and replaced with a new 4.0cm aus cuff, pump, and balloon. No pads are required for the patient following the procedure and the patient was stable.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported patient symptom of recurring incontinence could not be directly confirmed through analysis. However, analysis did identify a tear in the balloon shell that could affect the functionality of the device and could lead to the patients return of incontinence. The instructions for use (IFU) describes various scenarios which can result in the return of incontinence. The patient device experience is included in the labeling; therefore, anticipated in nature. Technical analysis: the cuff, pump, and balloon was returned for analysis to our post market quality assurance laboratory. The pump was visually inspected and functionally tested; there was no damage observed and the pump performed within testing parameters. Visual examination of the balloon identified a tear on the balloon shell at the sphere-adapter junction, which is consistent with material fatigue. The balloon was not functionally tested due to the tear on the balloon shell. The cuff was visually inspected and functionally tested; there was no damage observed and the cuff performed within testing parameters. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Additionally, the instructions for use (IFU) describes various scenarios which can result in the return of the patients incontinence. Device history record: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) due to increased return of incontinence when coughing or picking up heavy objects requiring pads. The 4.5cm aus cuff, pump, and balloon was explanted and replaced with a new 4.0cm aus cuff, pump, and balloon. No pads are required for the patient following the procedure and the patient was stable.